Event description:
A report was received that a week after an explant procedure due to a pocket site infection (see MFR report # 3006630150-2019-06543), the patient had died. The patient's death was assessed to not be related to the explant procedure or infection. No further information can be obtained.